Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's outcome after the explantation surgery was, improved. Mentor also became aware that the patient had undergone bilateral replacement with the following devices: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9512449 sn: (B)(6) and (right) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9512449 sn: (B)(6). On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 6, 2021, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the anterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 0.6 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 189705 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with two 425cc mentor siltex round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.